Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 06, 2022.

Event description:
Per the clinic, the patient developed an inner ear infection (specific date not reported) and subsequently underwent a skin revision surgery (specific date not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on november 30, 2021.